Manufacturer narrative:
One twist ha 3.25mmx11.5mm (2131) was returned along with the implant for investigation. Visual inspection of the as returned product identified minor signs of use and no apparent malfunction. Functional testing was performed for the returned product and it was determined the device passed functional testing as the healing cap was able to be removed from the implant. No pre-existing conditions were noted on the per, the patient had moderate (type ii) bone density. The reported device was located on tooth # 23 (universal) and was used for a single day/procedure. Pictures or x-ray images were not provided of the event. DHR review was completed for the subject lot number (62709923). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62709923) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not disengage/release) or device (2131, implants). Therefore, based on the available information, a device malfunction did not occur and the reported event was un-confirmed for either returned device. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that the healing cap stuck in the implant ((B)(4)) during placement. The implant was removed and another one was placed during the same procedure. Tooth location 23.